Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient was having lunch, checked his receiver, and saw the cgm reading was 363 mg/dl. He immediately took 8-9 units of novolog fast acting insulin; he stated that he added some more because he had just eaten. He checked a fingerstick bg which was 125 mg/dl. He then experienced a severe episode of low blood sugar and it dropped down to 38 mg/dl. No specific symptoms were reported. He called an ambulance right away and was taken to the hospital. He did not receive any medication while he was in the hospital; he refused to be given saline fluid, as it would make his glucose levels even lower. When he got home the same day, he noticed that the sensor was about to fall off because the adhesive was half on, half off, and thought that was the reason for the inaccuracy. At the time of the report he was fine. No information was provided regarding any self-treatment or emergency medical service (ems) treatment for the low bg of 38 mg/dl; however the patient had eaten lunch just prior to the hypoglycemic event. At the time of report, the patient was doing fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The data investigation found a difference in values that fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.